Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that pt called because he believed that the knee implant that he was part of a recall. He has a copy of the recall notice in his hand. He is experiencing pain, swelling, stiffness and can not bend the knee properly. Problems began from the beginning. According to the info that he (the pt) read off to me from the recall notice, the item lot code does not match what was implanted in his knee."